Manufacturer narrative:
Initial and final MDR. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 4 infusion sets tape not sticking event on (B)(6) 2024. The set did not adhere when taking bath. No further information available.